Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence but when trying to prime, the motor error alarm occurred again. The customer removed and reinserted the battery and received a failed battery test alarm. Blood glucose value was 5.6 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specifications. The insulin pump passed displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked reservoir tube lip.